Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. Desktop charger (B)(4). Implantable neurostimulator (B)(4).

Event description:
It was reported that the recharger (insr) was not charging. The patient had no stimulation sensation and had been without stimulation for one week because the connector pin had broken. The patient had contacted the manufacturer representative (rep) and the rep noted that he had just learned about this issue when the patient contacted him. Indication for use included non-malignant pain, and radicular pain syndrome (radiculopathies).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.